Event description:
On 11/16/2024, znyo medical received a report from the customer that the pump had failed the occlusion test under required parameters and it was needing to be calibrated. Please note: this is a continuation of (B)(4) inside of intuvie legacy complaint system. The pump was received, so the complaint was reopened to do an investigation. No patient involved reported.

Manufacturer narrative:
There are no previous complaints on the device. The pump was received on 12/22/2023 and tested on 7/12/2024. During functional testing, the reported issue was not duplicated. During the 8-psi test, the pump occluded at 3.35 psi which is within the passing range (0-16psi.) During the 30 psi test, the pump occluded at 37.04 psi which is within passing criteria. (22-38 psi.) A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, the reported occlusion failure mode has been determined to be non-reportable. The 30psi occlusion test failed at a pressure of 37.04psi which is inside the acceptable range of 22 to 38psi. The 8psi test failed at a pressure of 3.35psi which is within the acceptable range of 0 to 16psi. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint # (B)(4).